Manufacturer narrative:
Block b3: exact date unknown, event occurred since revision prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent implantable pulse generator (ipg) explant procedure. Patient was doing fine postoperatively. Product cannot be returned due to facility policy.